Event description:
The customer reported intermittent etco2 readings during a patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent etco2 readings during a patient event. There was no negative patient impact. The device was evaluated at philips, but the symptom was not duplicated. The device passed all testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause of the reported issue, as the symptom was not duplicated.